Event description:
It was reported that the right ventricular lead was connected to the left ventricular connector port. The physician decided to leave the leads as they were.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.